Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). The device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it noted that the lower seal of the packaging was not complete. There was seal separation in a small portion. The reported event was verified. To identify the cause, the issue was reproduced during machine start up at the silicone buffer change, when it is not positioned properly in its cavity. It was noted that this issue occurred when the machine began working, but then the buffer adjusted into the cavity as performed by the operator. The cause was determined to be related to the manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foil packaging of the minicap was ¿without air¿. This was noted before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.